Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) doppler cable storage is broken. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3,h4, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the inspection found that the tether assembly of the doppler set was damaged, the main shaft was broken. The spring doesn't pull back to the original position. The fse replaced the tether assembly (0997-00-0596), tested and works normally.

Event description:
N/a